Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device was overheating ¿with little activation.¿ it was further reported that when the user attempted to change the burr device during the surgical procedure, the user could not get the burr device to lock. The reporter stated the collar would not fully unlock to seat the burr device properly. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and visual assessment revealed that the device had a worn component that was jamming up the thimble lock operation. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.